Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a catheter ablation a farawave catheter was selected for use. During the ablation, catheter irrigation was performed using an infusion pump, but frequent occlusions made it difficult to continue the procedure. It is unknown if any error code occurred. An exchange of the device resolved the problem. The procedure was completed without any patient complications. The device is expected to be return for analysis.